Event description:
It was reported that during a rotational atherectomy treatment procedure, foreign material was noted on the burr catheter. The 90% stenosed target lesion was located in the severely calcified and moderately torturous proximal left anterior descending artery. Ablation was successfully performed with a 1.5mm rotalink plus burr catheter. To continue the procedure, the 1.5mm burr was exchanged for the 1.75mm rotalink plus burr catheter. However, resistance was encountered between the new burr catheter and an extra support rotawire guide wire and the burr catheter failed to be advanced to the lesion. Upon removal of the device foreign material was observed on the burr. The procedure was successfully completed with another 1.75mm rotalink plus burr catheter. There were no patient complication reported and the patient's status is listed as good.

Event description:
It was additionally reported that foreign material was noted on the extra support rotawire guide wire instead of on the 1.75mm rotalink plus burr catheter as initially reported.

Manufacturer narrative:
Corrected: describe event or problem.correction: foreign material was noted on the extra support rotawire guide wire instead of on the 1.75mm rotalink plus burr catheter as initially reported. (B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).